Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at 8,451 joules and 1 minute of use, the side-firing fiber was noted to ¿vaporize in front of the fiber instead of vaporizing on the side.¿ the fiber tip was cleaned during the procedure. Procedure was completed with another fiber. Patient outcome: "the patient was discharged 2 days later. No follow-up." There was no report of injury to the patient.